Event description:
The patient had 3 leads (from the same lot) implanted. It was reported the patient experienced ineffective stimulation and found the stimulation to be "irritating". Surgical intervention was undertaken and the system was explanted.